Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had no button error alarm. All buttons functioned properly no damage on the keypad assembly. Insulin pump passed displacement test, operating currents, self test and off no power test. No failed battery alarm, no bad battery alarm, no battery out limit alarm and no blank display noted. Low reservoir alarm function properly during test. Insulin pump alarmed prime during prime test due to faulty force sensor. Insulin pump received with minor scratches on display window, cracked case display window corner and cracked reservoir tube lip.

Event description:
Customer reported that insulin squirted out during the manual prime. Customer also received button error alarm and screen on insulin pump was damaged. Customer's blood glucose was 185 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.